Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00553. It was reported that the burr became stuck on the rotawire upon removal. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.25 mm rotalink¿ plus and a rotawire were selected for use. During procedure, upon removal of the burr catheter from the patient's body, the burr encountered severe resistance against the rotawire and could no longer be separated. The procedure was completed with another of the same device. There were no patient complications reported.